Event description:
Treatment of a large unruptured aneurysm measuring approximately 13.64mm x 19.24mm located in the para-ophthalmic segment of the right ica (internal carotid artery). The patient was given dual anti-platelet therapy. On (B)(6) 2014, the patient underwent pipeline embolization treatment involving two pipelines (4.75mm x 25mm; 4.75mm x 30mm). During the procedure, it was reported both pipelines could not be released from their capture coils. Both pipelines were removed from the patient without issues. No patient injury was reported as a result of the procedure. Same event as MDR# 2029214-2014-00147.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded.(B)(4).